Event description:
Pt burn on the lip during a tonsillectomy procedure. A possible break in the insulation was noticed. Per risk management, this was a small burn on the lip and no treatment was required.